Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a the top right of beta bionics ilet user's screen was not responding, and he was unable to dismiss alerts. Pt did not see a crack and was advised to restart the pump, recalibrate the screen, and check for updates. Pt did so and the issue persisted. The agent advised for a replacement. Pt declined a replacement because the 2-week learning curve was too hard on the pt. Pt will call back if touch screen becomes a big enough issue that needs replacement. Agent emphasized replacement. No further information regarding any adverse event was provided.